Event description:
Additional information was received from the physician's office indicating that they did not believe that a malfunction had occurred but that the issue was likely due to human error. The site indicated that they believed the issue was likely related to the physician accidentally changing the settings or had changed them but forgot to note the change. Additional programming history was returned to the manufacturer for review which confirmed that the patient had been at an off time of 21 seconds since shortly after implant as noted at several office visits until changed by the physician on (B)(6) 2012. No device malfunction appears to have occurred.

Manufacturer narrative:
Analysis of programming history. Type of report, corrected data: initial report inadvertently did not indicate "30-day."

Manufacturer narrative:
.

Event description:
It was reported by the vns patient that at her last office visit, the physician indicated that her programmed stimulation on time had unexpectedly been changed from 30 seconds to 21 seconds. The cause of this change in settings is currently unknown. Attempts for a copy of the physician's programming history are in progress. No adverse events have been reported as a result in the change in settings.